Event description:
It was reported that a male patient, born on (B)(6) 1957, came 2 years post implantation with pain following heavy gardening work. Revision surgery occurred in (B)(6) 2025. The prosthesis has been removed. An apsi interposition implant has been used to replace the prosthesis because of an hole larger than 13mm in the trapezium and a poor bone quality.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (medical imaging, returned device, device history record review, complaint history review, surgeon's assessment), the failure appears to be primarily related to patient-specific factors (poor bone quality) or patient activity rather than a device malfunction. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.